Event description:
It was reported that an individual using an ilet experienced hyperglycemia with unclear cause, noting a rapid drop from 180 mg/dl to 71 mg/dl within 15 minutes, subsequent treatment for low glucose, and later a rise to 212 mg/dl, with a pattern of glucose increasing briefly and then falling within minutes; recent history included a sunday meal announcement and a blood glucose of 51 mg/dl in the prior two weeks. Symptoms included high glucose without reported hyperglycemia symptoms. Outcomes included troubleshooting and education completed for high glucose and rapidly falling glucose. Investigation included review of device performance and user-reported glucose trends. Investigation of this case revealed no confirmed device malfunction or component failure, and the pattern was consistent with glucose variability of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.